Event description:
A user facility in spain reported that the patient was under anesthesia for a vaserlipo procedure. The provider performed the vaser self-test, which passed. Subsequently, upon performing the vaser handpiece test it did not pass. Another handpiece was not available for use. The treatment was cancelled.

Manufacturer narrative:
Though requested, no additional information has been received. The investigation is underway.

Manufacturer narrative:
No additional information has been provided by the customer despite multiple requests. No product has been returned for evaluation. No solta serial/lot number was reported for this event. Therefore, review of manufacturing records cannot be completed. The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Trending will be performed to monitor this issue. Delayed procedure due to inoperable handpiece and system is identified in vaserlipo system risk assessment. Based on the available information, no causal factors can be determined and no conclusions can be found. No corrective action is necessary at this time.